Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. It was reported that the device powered on and off twice with a audible alarm. The nurse tested the unit and confirmed the ventilator inoperative condition. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's board was replaced to address the issue. Additionally, a life related smell was found, so the blower, inlet foam kit, and outlet flow path have been replaced which was not related to the malfunction/issue. Device passed final testing.